Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, during priming, the medication started leaking from the rubber tubing that goes into the alaris pump. No visible damage/defect was observed on product during or after the incident.